Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6) had very poor bone quality with 5-6 prior surgeries at osh for failed, infected proximal humerus fracture. A humeral fracture was experienced during surgery. Bypassed stem and cerclaged with nice loops.